Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the ac (alternating current) power was disconnected the 840 ventilator stopped cycling. There was no patient involvement.